Manufacturer narrative:
Pump received with minor scratched display window, cracked battery tube threads, broken belt clip slot, missing reservoir tube o-ring and partially broken off reservoir tube lip. The reservoir tube lip partially broken off and test reservoir will not lock/click in place. Pump passed idle current test, run current test, self-test, off no power test, unexpected error test, prime/delivery test, excessive no delivery test, displacement test and rewind test. Unable to perform basic occlusion test and occlusion test due to partially broken off reservoir tube lip.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that there was a missing piece from reservoir lip. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.